Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator device exhibited backup vvi mode. After a device code download normal function resumed and remained implanted. No patient experienced no adverse consequences.